Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged, 5030-000, galileo lag screw inserter, serial/batch number 220669, was received for investigation. Visual evaluation found normal signs of wear: fading and discoloration. The manufacturing date is 2022. Functional testing with a known good part, found that the hex driver mated with the lag screw as intended. Proper alignment was observed. No problem found.

Event description:
Additional information was received on (B)(6) 2025: this was discovered during a hip fracture procedure on (B)(6) 2024. There were no adverse effects on the patient reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that a 5030-000 galileo lag screw inserter and a 5031-000 locking tool assembly galileo lag screw were not engaging to each other properly to lock the lag screw. The case was completed using an end cap without harm to the patient, but it was stated that there could be a greater chance for lateralization of the screw potentially. There was a few-minute delay in the case. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.